Event description:
The accounts maintenance stated the head section is raised and will not lower.

Manufacturer narrative:
The accounts maintenance found a small amount of fluid leaking from the head cylinders. The cylinders were replaced to repair the stretcher.